Manufacturer narrative:
The surgeon reported that navigation was not so far off that it was unusable and that he could use anatomical landmarks instead. Imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging.

Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of the archived images, the patient scan was not to protocol. The software functioned as designed.

Manufacturer narrative:
Patient weight not made available from the site. On 09/21/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a procedure, the surgeon alleged an inaccuracy 2-3 millimeters laterally (left) and greater than 5 millimeters I/s. It was alleged that probes were shown deeper than actual anatomy. Registration and surface registration was deemed very accurate. Probes used with consistent error were short straight suction, 4 tricot debreeder, and long straight pointer probe. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.